Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-24329. Related manufacturer reference number: 2017865-2021-24330. It was reported that the patient presented in clinic upon developing an infection. The patient's pacemaker and right atrial lead was explanted on (B)(6) 2021, and the right ventricular lead was explanted in a follow-up procedure on (B)(6) 2021. The patient was stable.